Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had unresponsive buttons due to corroded keypad traces. Moisture damage was found on the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that customer received a button error alarm and also customer reports to have experienced keypad anomaly. Customer's blood glucose was unknown. Customer reports that insulin pump was exposed to moisture. Customer reports that numbers were scrolling excessively and buttons were responding intermittently. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.